Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, b5, d1, d5, e2, e3, g6, h6. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the device prompted "airway medications" kit and a medication error event occurred. The customer simply requested a data extract of facility kits that include the medications. The issue occurred due to user error and no product malfunction.

Event description:
It was reported by the customer that the bd pyxis medstation es system prompted "airway medications" kit and a medication error occurred over the weekend. The customer confirmed that the issue happened because one of the drugs in the kit was a wrong dose and need to change with the correct dose. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The manufacturer provided the report requested by the customer. The reported event was not caused by the pyxis medstation es system. The system functioned as intended.

Event description:
The customer requested a report of all pyxis medstation es system devices that contained an "airway medications" kit and added that they had a medication error event that occurred over the weekend. The complaint file information did not specify if the device had any relationship with the reported event. The manufacturer's medical affairs team reached out to the customer and confirmed that the medication error event occurred due to a user incorrectly overriding vecuronium instead of rocuronium. The patient was reported as undergoing intubation and receiving a higher dose of vecuronium; the patient was reported as regaining muscle movement after being given a reversal agent. There were no adverse events or injuries reported based on this event.